Event description:
Poor sensing, high threshold reported two weeks post implant. No change noted on fluoro, but after removing lead, visually, the helix had one coil still out. Device was removed from service. No patient complications have been reported as a result of this event.